Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected through patient home remote monitoring system for this cardiac resynchronization therapy defibrillator (crt-d) as it displayed high out of range (oor) pacing lead impedance (pli). It was noted that a new competitor rv lead was implanted prior to the red alert received. The patient was pacer dependent. The cause of the oor pli measurements was not determined. The health care professional (hcp) planned to continue monitor the patient through routine device follow-ups and patient home remote monitoring system. This device remains in service. No adverse patient effects were reported.